Event description:
It was reported by the customer that a pyxis anesthesia es system encountered an issue where the bio ID scanner failed intermittently. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was experiencing flickering, which led to difficulties with the login process. A field service engineer reseated the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.